Manufacturer narrative:
Concomitant medical products: product ID: 399930, lot# v008594, implanted: (B)(6) 2006 product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the device was not working, not helping, and the wires shorting out occurred as soon as it was put in. It was noted that it would work about a week to two weeks, then it started acting up and not stimulating the right area. A manufacturer representative changed the settings and told the patient that the wires were shorting out and there were like 8 total that all went bad; they would switch to another set and it would work for a short time, then it would start acting up again. It was noted that nothing was done to resolve any of the issues, and it was not helping the patient¿s pain and the battery pack was installed under their skin on top of damaged nerves. It was noted that the surgeon that installed it wanted to remove it because it was not working, but another doctor would not allow the device to be removed from the patient¿s body even though it was not working; it still remained in the patient¿s back not working. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product(s): product ID: 399930, lot# v008594, implanted: (B)(6) 2006, product type: lead. Other relevant device(s) are: product ID: 399930, serial/lot #: (B)(4), ubd: 14-jun-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome and degenerative disc disease/herniated disc pain. The patient reported that he wanted to have his device removed since it wasn¿t working anymore. The patient reported that it didn¿t help him at all, it never worked right. The patient also reported that the wires shorted out. No further complications were reported.